Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The pleora was replaced, but the issue is suspected to be a software issue. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image was white and there was slow motion when setting up in the operating room. There was no patient present.

Manufacturer narrative:
The pleora was returned to the manufacturer for evaluation. Functional testing, performance testing, and visual/physical examination was performed and the reported issue could not be confirmed. There was no fault found with the returned part as it passed all tests. If information is provided in the future, a supplemental report will be issued.